Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported leak was unable to be confirmed. Based on a visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the reviewed information, no product deficiency was identified.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that during preparation of the armada 35 7mm/40mm the balloon was flushed outside of the patient anatomy; however, there was a slight leak noted when flushing. It was immediately put aside for replacement. Another balloon was used to complete the procedure. There was no patient involvement and no clinically significant delay in procedure. There was no additional information provided.